Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button required multiple presses before the pump turned on. There was no information provided regarding the customer's blood glucose level. Reportedly, customer would continue to use the pump for insulin therapy.